Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room by an ambulance team and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl and trace ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.